Event description:
The user reports that the abl80 returned a glucose result of 5.2 mmol/l. The sample was retested on the abl80 and the glucose result was 5.4 mmol/l. The abl80 glucose results did not fit the clinical status of the diabetic ketoacidosis pt and glucose result from a glucometer. The user then sent the sample to the laboratory which registered a glucose result of 54.8 mmol/l. There is no pt harm reported.

Manufacturer narrative:
Data logs were obtained from the analyzer, and have been investigated. The calibration and quality control records for this analyzer demonstrate the analyzer to be performing properly. The pt sample with a glucose measured value of 5.2 mmol/l also had an oxygen value of 15 mmhg. The abl80 reference manual provides performance specifications for the measurement of glucose. The manual defines the limits of glucose linearity as a function of the available oxygen in the sample. There are no linearity claims when the oxygen level is below 20 mmhg.